Event description:
The customer contacted philips and reported that they had to replace a battery under warranty. The battery is 1.4 years old. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.